Event description:
A physician reported that irrigation and aspiration tip was bent from the beginning. The surgery was performed and completed after replacing the product with another one. Surgery was completed on the same day without any patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened polymer irrigation and aspiration tip (I/a) in a wrench was received for the report of that product was bent. The sample was visually inspected and found to be non-conforming with the I/a tip observed to be bent where the cannula goes into the over molded hub. Wear on the thread consistent with threading on handpiece was observed. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The returned non-conforming sample was received opened. How and when the I/a tip became damaged cannot be determined from this evaluation; therefore, a root cause cannot be determined for the complaint as described by the customer. The most likely root cause is handling when placing the tip onto the handpiece. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).